Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer talked to pharmacy and was informed that information technology department had resolved issue. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was not communicating. A "disconnected mode" error was displayed on the screen, and the station appeared offline in remote support service (rss). The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.